Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting rapidly resulting in a pump shutdown. Customer's blood glucose level was not impacted by event. Reportedly, the customer continued to use the pump for insulin therapy. No additional information could be obtain regarding this event.